Event description:
Boston scientific received information that this left ventricular (lv) lead is not capturing at max pacing outputs. The clinic suspects the lead has dislodged. The local area sales representative contacted our company to discuss this lead's polarity and stated, he is working further with the physician. No adverse patient effects were reported.

Manufacturer narrative:
At this time, there is no further information available. Should additional information become available, this report will be updated.